Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer is unable to hear the continuous glucose monitor (cgm) alerts. There was no impact to customer's blood glucose level due to the reported issue. The customer declined to troubleshoot.